Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was added for better coverage. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 17333109, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.